Event description:
It was reported that: failed delivery of an 18fr manta device resulting in femoral extravasation. Stable with scrotal hematoma. Additional information: during a tavr procedure, access was gained in the upper third of the right femoral head, utilizing micro puncture and pre-angiogram. Vessel size was 7.5+9mm with little reported calcification. There was no reported issue avancing or withdrawing procedure sheaths. Upon deployment of manta with a depth of 4.5cm, dl measurement 3cm, there was bleeding at the site as the manta was deployed/pulled back to green/yellow in the tension window. Blue tube advanced and the handle pulled back until an audible click, good deployment mechanically. Consistent bleeding was noticed at the site post deployment. A second deployment was then done with the same result. Manual pressure was then applied to the access site with a hematoma noted to be developing. After a 5 min hold the bleeding continued, so manual pressure was again instituted. It was determined to get contralateral access to deliver an 8x80mm balloon in the external iliac to achieve hemostasis, vascular surgeon was called. Angiography revealed extravagation medially at the access area, and the manta suture lock appeared extravascular, and the balloon was moved more distally over the access site. After second 10 min inflation of the balloon bleeding continued with unsuccessful hemostasis achieved. Vascular surgeon suggested a 9x59mm covered stent be placed in the external to femoral artery below the access site. Stent was successfully placed, and hemostasis achieved, verified with post placement angiography. After successful vascular repair it was noted that the patient had a massive hematoma medially in the groin, and into the patient's scrotum. 2 units of blood were transfused. The patient was transferred to the outpatient area in stable condition, with a urology consult requested.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi and indicate the manta radiopaque lock deployed into the tissue tract proximal to the bifurcation. Extravasation is present posterior to the lock. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Access was achieved utilizing ultrasound and was positioned in the upper third of the femoral head, with a high bifurcation. The arteriotomy was approximately 7.5mm x 9mm, with minimal calcification, with a depth locator measurement of 3cm. Prior to deployment, activated clotting time (act) 237, and heparin and protamine were administered. No issues were encountered advancing or withdrawing the expandable procedural sheaths. The manta was deployed to a depth of 4.4cm, and as the device was being pulled back to yellow/green in the tension window, more than usual bleeding was occurring. The blue lock advancement tube advanced, and the device handle was rotated until a click was heard, although the hemorrhaging continued. Following a second deployment, bleeding continued, and manual pressure was held for five minutes. The bleeding continued and a hematoma was beginning to form. Contralateral balloon angioplasty was deployed in the external iliac to tamponade and vascular surgery was called in. A post-angiogram revealed extravasation medial to the access and the radiopaque lock was positioned within the tissue tract. The balloon was re-positioned more distal to the access, and following ten minutes of inflation, the bleeding continued. The patient received two units of packed blood cells due to the copious bleeding. Following the vascular surgeon's recommendation, a covered stent was placed external to the femoral artery, below the access site. A post-repair angiogram verified successful vascular stent placement and hemostasis was achieved. Following stent placement, it was noted the patient had a massive hematoma medially in the groin, and into the scrotum. The patient was transferred in stable condition to the outpatient area with a urology consult request. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to a hematoma that was likely present during manta deployment as indicated by the presence of continuous bleeding. This likely alters the depth measurement for the deployment of the manta, causing the manta sheath to not be able to seat properly, and possibly causing the manta collagen plug to deploy outside the vessel. Risk documentation was reviewed; tract deployment is a known risk. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: late arterial bleeding, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: failed delivery of an 18fr manta device resulting in femoral extravasation. Stable with scrotal hematoma. Additional information: during a tavr procedure, access was gained in the upper third of the right femoral head, utilizing micro puncture and pre-angiogram. Vessel size was 7.5+9mm with little reported calcification. There was no reported issue avancing or withdrawing procedure sheaths. Upon deployment of manta with a depth of 4.5cm, dl measurement 3cm, there was bleeding at the site as the manta was deployed/pulled back to green/yellow in the tension window. Blue tube advanced and the handle pulled back until an audible click, good deployment mechanically. Consistent bleeding was noticed at the site post deployment. A second deployment was then done with the same result. Manual pressure was then applied to the access site with a hematoma noted to be developing. After a 5 min hold the bleeding continued, so manual pressure was again instituted. It was determined to get contralateral access to deliver an 8x80mm balloon in the external iliac to achieve hemostasis, vascular surgeon was called. Angiography revealed extravagation medially at the access area, and the manta suture lock appeared extravascular, and the balloon was moved more distally over the access site. After second 10 min inflation of the balloon bleeding continued with unsuccessful hemostasis achieved. Vascular surgeon suggested a 9x59mm covered stent be placed in the external to femoral artery below the access site. Stent was successfully placed, and hemostasis achieved, verified with post placement angiography. After successful vascular repair it was noted that the patient had a massive hematoma medially in the groin, and into the patient's scrotum. 2 units of blood were transfused. The patient was transferred to the outpatient area in stable condition, with a urology consult requested.